Manufacturer narrative:
The service engineer (se) reported that the customer's issue was confirmed. The se replaced the flow sensor assembly to resolve the issue.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying an "excessive flow error." There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that the customer's v60 ventilator was displaying an "excessive flow error." It was reported that the device was tested on the exhalation port, and the issue was not resolved, even after the circuit was replaced. It was then noted that a third-party sales representative was able to duplicate the reported issue. When the representative initiated a test run with an orifice being connected, a patient disconnect alarm occurred. The investigation is ongoing.

Manufacturer narrative:
Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).